Event description:
The reporter contacted animas on (B)(6) 2012, stating that after the patient finished swimming the keypad buttons became hyper-sensitive. The keypad was reportedly intact and the pump was not exposed to water. The reporter denied any recent trauma to the pump. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted on (B)(4) 2012. The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing found the up, down, ok and contrast keys are in intermittently unresponsive to user input and require excessive force to activate. The keypad was torn and was removed to investigate. Contamination was found under the up, down, ok and contrast key contacts. Pump failed leak testing with a battery compartment leak. There was visible corrosion in the battery compartment. The pump cover was removed; no evidence of internal moisture was found inside the pump. Of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.